Event description:
It was reported that prior to an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a tip detachment occurred. Upon reparation of the rx lithotripter compatable basket, the tip fell off of the device. The device was not used on the patient. Another of the same device was used to complete the procedure. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) confirms that the device met all material, assembly, and performance specifications. A CAPA has been initiated to address the detachable tip issue.